Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a frozen insulin pump. Customer's blood glucose level was 460 mg/dl. Customer stated that the last time she put in information to get 20 units of insulin, the pump stayed on the same screen and was frozen. Customer was only able to get to the rewind screen. Customer completed the rewind but still gets to the rewind screen. Customer treated with a manual injection. Customer is stuck in a rewind complete/bolus delivery loop. Customer held down the act button and received a 2nd series of beeps. Customer was advised to monitor the pump. Customer took out the battery of the pump and was able to get to the status screen that showed a finish loading alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.